Event description:
It was reported that during a laparoscopic sub-total colectomy procedure, halfway through the procedure the device stopped working. It looked like the tissue pad has burnt out. The customer has only recently started doing laparoscopic work and it appears as if the device was activated without tissue in the jaws. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.